Event description:
Reporter indicated that a vns pt's generator is not able to communicate due to eos, but the pt still experiences painful stimulation at the neck with magnet activations. The physician suspects that something may be wrong with the lead as the pt falls quite often. The treating physician has recommended that the lead be replaced prophylactically with the generator, because if it is discovered that there is an issue with the lead, then a 102r generator will be wasted due to compatibility with the new lead. The pt is currently scheduled for surgical consult.